Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, noise and impedance issues. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.